Event description:
Inserted 24 g peripheral IV in pediatric patient's right ac, successful insertion on first attempt with immediate blood return. Blood began leaking from insertion site, down patient's arm, attempted to flush IV line with 10 ml ns flush, able to flush, but ns also leaking from insertion site retracted IV catheter slightly and attempted flush again. Ns noted to be leaking from IV base where cannula meets port. IV discontinued & dry dressing applied.